Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. Most recent battery voltage was 3.0211 volts on (B)(6) 2016. Elective replacement indicator (eri) had not been triggered. No patient alerts. Expected longevity estimated at 109.6 months.

Event description:
It was reported that the longevity estimate of the implantable pulse generator (ipg) had dropped drastically from 12.5 years to 9 years within 11 months, without any changes in parameters. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.